Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states, there was an arc of blue light that went across the defibrillator pad during a cardioversion. There was no patient safety event and the patient was not harmed.

Manufacturer narrative:
One sample was received at the plant for investigation. The device history record (DHR) for the production lot number was reviewed for any problems and disparities. A DHR review provides information that could reveal any unusual circumstances that may have led to the issues at hand. All process parameters, product, raw materials, and sub-assembly components met the required acceptance criteria to completely satisfy the manufacturing requirements per the product specification. No adverse conditions, special circumstances, or events were documented. The electrode set was visually evaluated. There were no burn marks on either of the pads from arching occurring outside (on top) of the pad. A therapy cable fit test was performed on the returned electrode set. The connectors plugged in with ease, no issues were observed on the defib electrode set. The defib electrode set was visually inspected for proper assembly; all components were present and the electrode set was constructed per the product specifications. The gel bodies were inspected for silver print, the printed silver pattern on the conductive gel bodies met the acceptance criteria. The electrode set was subjected to a full array of tests in accordance with internal inspection protocol for defib properties (included shocking & pacing). The electrode foam covers were also inspected for pinholes (allow energy to escape during use), none were present. During the test the technician visually evaluated the electrodes during shocking at 360 joules, no arching/sparking from the pads was observed. The test results were within the acceptance criteria to completely satisfy the manufacturing requirements per the product specification. The electrode set was also subjected to dielectric withstand testing to confirm the wires had not been comprised (damage to insulation). No issues were observed. A root cause cannot be determined at this time as there were no issues found with the returned sample. The electrode functioned as intended and no arching/sparking occurred during the evaluation. No corrective and preventative action is required at this time. This complaint will be used for qa tracking and trending purposes.